Manufacturer narrative:
(B)(4). The visual evaluation found that the bladder pigtail of the returned proximal section was calcified. The stent was also kinked and there was evidence of tension noted in the broken section. The evaluation concluded that the most probable root cause for this event is related to the anatomical and procedural factors found during the procedure that most likely limited the integrity of the device. It is possible that difficulty removing the stent may have been related to the calcification found that may have been generated because the device remained in the patient's body for a certain length of time. Furthermore, the stent broke could have been due to the force and manipulation used when the physician tried to remove the stent. Therefore, the most probable cause is considered operational context. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed no anomaly was found.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent which was implanted in the ureter on (B)(6) 2015, was removed during a scheduled cystoscopy procedure performed under sedation on (B)(6) 2015. Reportedly, the stent implantation was completed without any issues and complication to the patient. According to the complainant, during the procedure on (B)(6) 2015, while attempting to remove the stent, the stent broke into pieces making removal difficult. The broken parts were retrieved from the patient with the use of forceps and no additional procedure was necessary. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent which was implanted in the ureter on (B)(6) 2015, was removed during a scheduled cystoscopy procedure performed under sedation on (B)(6) 2015. Reportedly, the stent implantation was completed without any issues and complication to the patient. According to the complainant, during the procedure on (B)(6) 2015, while attempting to remove the stent, the stent broke into pieces making removal difficult. The broken parts were retrieved from the patient with the use of forceps and no additional procedure was necessary. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."